Event description:
A customer called beckman coulter regarding 2 erroneously elevated accu tni test results from 2 different pts that were generated by the synchron lx I 725 instrument. Pt a had an elevated accu tni result of 20.5ng/ml. The elevated accu tni result was not reported out of the lab. The elevated acu tni result was questioned by the technologist and retested the original sample for accu tni. The repeated accu tni result was 0.02ng/ml. Pt b had an elevated accu tni result of 1.62ng/ml. The elevated accu tni result was questioned by the technologist and was accidentally reported out of the lab proper to repeat testing. The repeated accu tni result was 0.02ng/ml. The customer indicated that a correct report was sent for this pt. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment that can be attributed to this event.